Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but three(3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for double label, wrinkled label and gel smearing were observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of double label, wrinkled label and gel smearing were not observed. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode double label, wrinkled label and gel smearing based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that prior to use of the bd vacutainer® sst¿ blood collection tubes, gel smearing was observed in two tubes. Wrinkled labels and double labeled tubes were also seen. There was no health impact or consequences reported.

Event description:
It was reported that prior to use of the bd vacutainer® sst¿ blood collection tubes, gel smearing was observed in two tubes. Wrinkled labels and double labeled tubes were also seen. There was no health impact or consequences reported.

Manufacturer narrative:
(B)(6). E.1 initial reporter facility name: the first affiliated (B)(6) hospital. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.